Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported battery out limit alarms and low battery life. The customer stated that he dropped the insulin pump, and would like to have it replaced. The customer stated that he was unable to troubleshoot at the time of the call because he was in the hospital. The cause of the hospitalization was unk. Nothing further was reported.